Manufacturer narrative:
(B)(6). Results: a photo was received and did not show defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5257952. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was a crack at the bottom of bd vacutainer¿ plastic blood collection tube causing leakage. Also during transfer of blood from syringe to the vacutainer the cap was popping off during closure. No serious injury or medical intervention reported.